Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance getting the insulin out of the reservoir. Customer had to change the reservoir and tubing. Customer stated that she was able to get the insulin out. Customer's blood glucose was 208 mg/dl. Customer stated that she had similar issues with sets like these before. Customer was advised that replacement sets and reservoirs will be sent.